Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). Pt was at home when he had yellow wrench and red heart alarms with low beat rate and reported pump sounding different. Pt's partner converted to hand pumping as the device had stopped. Emergency svcs were called and the pt was transported to hosp. After being admitted to the hosp, the physician attempted to place the pt back on electric actuation of the device, but red heart alarms continued to occur with the device making a grinding sound. The pt was placed back on pneumatic support using an ip console and stroke volume limiter (svl). An lvad exchange was planned due to suspected end of life device symptoms. The exchange became immediate as pt coded on the way to the or. The pt unfortunately expired during the pump exchange.

Manufacturer narrative:
The explanted device has been returned and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.